Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the rear therapy electrode. The patient's doctor advised the patient to use hydrocortisone cream on the irritation. The patient's doctor diagnosed the patient with a skin allergy to the silver material of the garment. There is no indication of a device malfunction related to the irritation. The patient's medical outcome did not improve. The patient's rash broke out and puss was present. The patient continued to use the device.